Event description:
A customer from the united states notified biomérieux of misidentification results for cap survey specimen d09 when testing with the vitek® 2 gn ID card (ref 21341). The expected ID was acinetobacter lwoffii, and the gn card identified the sample as acinetobacter baumannii twice. Initial testing was performed with the lot 2410481403. Repeat testing was performed with a different lot, # 2410595203. As there is no patient associated with this quality control strain, there is no adverse event related to any patient's state of health. An internal biomérieux investigation has been initiated.

Manufacturer narrative:
A customer from the united states notified biomérieux of misidentification results for cap survey specimen d09 when testing with the vitek® 2 gn ID card (ref 21341). An investigation was performed. The customer's cap d-09 strain and the internal biomerieux cap d-09 survey strain were subbed on tsab and tested in duplicate on both gn customer card lots and a random gn card lot. Api 20 ne was also performed. 911702 (customer's d-09 strain): on 2 of the gn cards tested, a slashline: moraxella group call was obtained. On 1 card, an unidentified organism call was obtained. On 1 card, a very good identification of p. Fluorescens was obtained, and on 2 cards, a low discrimination call of a. Lwoffii/moraxella group was obtained. Api 20 ne identified the organism as a. Lwoffii, with a 91.7% confidence value. Since a. Lwoffii was part of the low discrimination call obtained on 2 of the cards, these 2 cards are performing as expected. The remaining 4 cards were unable to correctly identify the strain. 911691 (internal d-09 strain): on all 6 gn cards tested, a low discrimination call of acinetobacter lwoffii / moraxella group was obtained. When api 20 ne was performed, an identification of a. Lwoffii (91.7%) was obtained. Since a. Lwoffii is part of the low discrimination call, cards are performing as expected for the internal cap d-09 strain. A comparison of customer card reaction results for a. Baumannii against expected reaction results for a. Lwoffii showed 3 atypical positive reactions (dglu, dmne, o129r) that led to the incorrect call. A comparison of reaction results for cards giving the misidentification of slashline: moraxella group against expected reactions for a. Lwoffii showed 1 atypical negative reaction (tyra) which led to the incorrect call. A comparison of card reaction results for the unidentified organism call against expected reaction results for a. Lwoffii showed 3 atypical positive results (dglu, dman, cmt) that led to the incorrect call. A comparison of card reaction results for p. Fluorescens against expected reaction results for a. Lwoffii showed 2 atypical positive reactions (dglu, cmt) that led to the incorrect call. An increased number of atypical reactions can indicate contamination, mixed culture, use of non-recommended media, user set up error, or an atypical strain. The vitek 2 gn ID cards performed as intended for the internal cap d-09 strain.